Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot#: (B)(6), ubd: 19-sep-2029, UDI#: (B)(4); product ID: 977a260, serial/lot#: (B)(6), ubd: 19-sep-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2026-feb-17: information was received from a healthcare provider (hcp) regarding an implantable neurostimulator device (ins). It was reported that the patient had felt that their pain relief changed and was not as good, and that they had a return of pain. The physician did an x-ray of the leads and it revealed that both leads had moved down 2 levels from t8 to t10. The patient is scheduled for a revision of the leads to move them back up. The issue is not resolved. 2026-feb-19 (rep): additional information was received from a manufacturer representative (rep). It was reported that the patient had lost therapy efficacy and that there was no success with troubleshooting on multiple programs and contacts on the leads. The leads were replaced.